Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-05110 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-05110 d10: concomitants: (B)(6) 02-010-01-0225 - logic femoral ps cem left sz 2.5. (B)(6) 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(6) 200-02-29 - three peg patella 29mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, a patient had left tka (B)(6) 2015 due to severe osteoarthritis. They underwent left knee revision (B)(6) 2022, approximately 6 years10 months after their initial procedure. Postoperative diagnosis: implant wear with osteolysis, and loosening. The surgeon noted that the patient had a large amount of foreign body reaction tissue throughout the entire knee joint. There was loosening of the femoral component, and the insert was noted to have a fair amount of wear. According to the surgeon, "a good deal of foreign body reaction tissue had occurred with erosion of bone, particularly on the posterior section of the femoral component, which allowed the component to work loose." There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 4045505 02-010-01-0225 - logic femoral ps cem left sz 2.5. 4068828 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. 4118715 200-02-29 - three peg patella 29mm.